Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that they were implanted on tuesday and since then they had been having urinary incontinence. Patient stated they didn't know if their machine connected right. Patient said they increased the stimulation this morning because yesterday it felt like it was sending pulses constantly so they turned it down and now they are only getting a shock here and there. The patient mentioned they never received therapy benefit. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment with hcp on the 22nd.